Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated, reconnected and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there were multiple system errors resulting in system lock ups and intermittent system functionality. There is no report of a pt injury or death associated with this event.